Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an almost none calcified distal right coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 4atm for 20 sec, 4atm for 30 sec, and 6atm for 30 sec respectively. However, the balloon ruptured upon fourth inflation at 6atm for 20 sec. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an almost none calcified distal right coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 4atm for 20 sec, 4atm for 30 sec, and 6atm for 30 sec respectively. However, the balloon ruptured upon fourth inflation at 6atm for 20 sec. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter city:(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon found no issues with the balloon material. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 1 mm distal to the proximal marker band. The markerbands and blades section of the device were visually and microscopically examined, and no issues were noted with the markerbands and blades of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The tip was visually and microscopically examined, and it was noted that there were no signs of damage on the distal edges of the tip. A visual and tactile examination found no issues with the extrusion shaft and the hypotube shaft of the device. No other issues were identified during the product analysis.